Event description:
Patient presented to the physician with wound dehiscence and an infection at the chest incision site. Physician brought the patient into the or and removed the entire inspire system.